Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. No DHR review can be carried out as lot number is unknown. H3 other text : see h.10.

Event description:
It was reported that the unspecified bd pen needle was difficult to operate or not working/functioning. The following information was provided by the initial reporter: material no:unknown batch no: unknown consumer stated, pharmacist told her they have been getting a lot of complaints about 2nd gen pen needles. Consumer stated, patient end of needle is bending when taking injection and she cannot be sure she is getting her complete dosage stated, her numbers have been in the 200's started to ask questions and consumer disconnected call when I started to ask questions did not get any contact information or product numbers.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used. Device expiration date: unknown. The customer's address is unknown:  (B)(6) USA has been used as a default.  A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the unspecified bd pen needle was difficult to operate or not working/functioning. The following information was provided by the initial reporter: material no: unknown, batch no: unknown. Consumer stated, pharmacist told her they have been getting a lot of complaints about 2nd gen pen needles. Consumer stated, patient end of needle is bending when taking injection and she cannot be sure she is getting her complete dosage stated, her numbers have been in the 200's. Started to ask questions and consumer disconnected call when I started to ask questions. Did not get any contact information or product numbers.